Event description:
It was reported that a stent was successfully placed in a pt who was experiencing an acute mi. As per the IFU, the safety and effectiveness of this device has not been established in pts with recent acute mi, where there is evidence of thrombus or poor flow. The pt returned to the cath lab three weeks later where angiography revealed that the stent had become occluded. A second unk stent was placed within the occluded stent. Reportedly, the pt is fine.